Event description:
It was reported that a malfunction alarm occurred. The event caused the customer's blood glucose (bg) level to display as "high," although the exact value was unknown. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support arranged for a replacement pump, and the customer reverted to an alternate method of insulin therapy.